Event description:
It was reported that a school nurse observed the patient disconnect the ilet pump for a break and later reconnect, after which blood glucose rose to 294 mg/dl following a usual lunch that might have been misannounced for meal size; the ilet did not alert, and the site was later recommended to be changed. Symptoms included hyperglycemia without reported clinical symptoms. Outcomes included a minor illness/impairment level impact. Investigation included communication with the caregiver and school nurse and analysis of information provided by them. Investigation of this case revealed no specific findings and insufficient information to attribute the event to a device component or malfunction. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.